Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: additional information received on 1/12/2022 from sales rep that customer was unsure if the device issue reported occurred with a cb12lt device used in this procedure, therefore this medwatch report is being submitted for the cb12lt device. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts were made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: were any issues noted with trocar before use in procedure? Where was trocar inserted (anatomical location)? What was the anatomical location of the trocar when it broke? Is it believed the trocar broke during insertion? Or was the trocar broken when manipulated during the procedure? What instruments were inserted down the trocar? Were instruments excessively manipulated during the procedure? Were the trocars reprocessed? Yes or no. If yes, were the trocars reprocessed in house (meaning at the hospital account)? Or were trocars reprocessed through an external vendor (and if so, what vendor)? Has there been any post-op medical or surgical intervention required? If so, what specifically was the medical or surgical intervention? Has there been any alteration of or change to post-op patient care? If yes, please describe. What is the current status of the patient? Surgeon indicated nurse(s) may know if all device components were retrieved therefore, can the nurse(s) in this procedure confirm if all broken trocar pieces were retrieved (since the device was discarded)? Is video of procedure available? Are photos available of device and broken pieces (since device was discarded)? Is lot or batch number available for this device (since device discarded)? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that after case was completed (ivor lewish laparoscopic esophagectomy) the surgeons removed the trocar and noticed the bottom had cracked and pieces had fallen off into the trocar incision. They tried to remove all pieces they could see, checked around incision, checked inside patient, and checked on the drapes. Camera had been pulled into the end of the trocar during 30 minutes at least while the anastomosis was being completed. Surgery was delayed but was successfully completed. It is unknown if they got all the pieces. No device was retained (was discarded). They also visually inspected around the trocar incision site and the patient drapes. Surgeon is unsure if anything was left behind. Patient is ok for now.